Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was leaking the following information was received by the initial reporter with the following verbatim. It was reported by customer that the primary IV tubing leak while administering a hazardous drug. The leak seems to have been somewhere inside the channel.